Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from each lot of the bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling. We are experiencing our na citrate (3.2%) tubes are over filling. There is very little to no dead space underneath the blue cap."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0227239, medical device expiration date: 2021-05-31, device manufacture date: 2020-08-14. Medical device lot #: 0283800, medical device expiration date: 2021-07-31, device manufacture date: 2020-10-09. Medical device lot #: 0184337, medical device expiration date: 2021-04-30, device manufacture date: 2020-07-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling. We are experiencing our na citrate (3.2%) tubes are over filling. There is very little to no dead space underneath the blue cap."